Manufacturer narrative:
We received one 120803f catheter without the packaging for examination. Part of the balloon latex, spring tip and the distal balloon windings appear to have been pulled off the catheter tip and were not returned. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 0.7 lbs. On an inflated balloon. The rest of the catheter body was found to be in good condition. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. Three other possible lot numbers given manufacturing date: 01/16/2015 expiration date: 04/12/2017 59901915. Manufacturing date: 11/06/2014. Expiration date: 02/04/17 59837820. Manufacturing date: 09/03/2014 expiration date: 12/01/2016 59953477.

Event description:
As reported, during use of this fogarty catheter in a cardiomyopathy therapy, it seemed to be stuck in the artery. During the procedure there was an acute closure of right femoral artery, and it was reached via the right groin successfully. Then, there was an embolectomy of the right femoral artery, and the same catheter used before inflated and was pulled back. However, while pulling the catheter back it got stuck and when it was completely removed customer noticed that the tip of the catheter was torn off. Based on the patients situation (anticoagulation under lvad) it was decided that the tip of the catheter would remain inside him. The patient is well and the leg is well supplied with blood.